Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that upon receipt of the batteries, both had met minimum conductance and voltage specifications. The batteries were charged and still met specification. The batteries were discharged for two and a half hours and recharged again and no 'battery needs service' message was observed. It was determined that the batteries were operating as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found the hlm last measured discharge (lmd) to be less than 18 amp hours (ah). The fsr replaced the base batteries and performed release testing successfully. The unit operated to the manufacturer's specifications. Per data log review, on 13-jun-2022, the system was powered down. On the next power up 12-dec-2022, the power manager was a different power manager. The new power manager reported lmd was low (<18ah). This would cause the reported 'battery needs service' message as reported. The log confirms the complaint.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery needs service - full backup may not be available' message. The hlm was used for the case plugged into the wall outlet. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.